Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Event description:
Boston scientific received information that one day following a complicated lead implant, loss of capture, high pacing thresholds and impedance issues were exhibited. The physician attempted a lead reposition; however, the effort was unsuccessful and the lead was explanted. The physician suspected a malfunction of the lead's fixation mechanism. A competitor lead was successfully implanted but failed to show improvements. The patient passed away the following morning; the cause of death was not reported. The field representative stated the patient's health was unwell, with a confirmed low ejection fraction. The lead is intended to be returned for a post market analysis.